Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 6.

Event description:
Reference number (B)(4). Events occurred in spain. It was reported that patient experienced six events of infusion set kinked cannula from 21-feb-2025 to 23-feb-2025. The two events occurred on 21-feb-2025, two events on 22-feb-2025 and another two events on 23-feb-2025 and all within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.